Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted due to recurring incontinence and patient dissatisfaction due to atrophy of the urethra. A new 5.0cm aus cuff was implanted.

Manufacturer narrative:
Device evaluation provided in: describe event or problem, evaluation method codes, evaluation result codes, and evaluation conclusion codes.

Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted due to recurring incontinence and patient dissatisfaction due to atrophy of the urethra. A new 5.0cm aus cuff was implanted. Device evaluation: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. He reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.